Event description:
Customer reportedly obtained a result of 224 mg/dl on the advantage system and 98 mg/dl on the doctor's device within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.